Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k #k172199 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal canal stenosis and underwent transforaminal lumbar interbody fusion (tlif) surgery at l5/s1 level. During surgery, the cage broke at the joint part of the cage and the inserter during reinserting the cage into the intervertebral disc space. No fragment of the implant or instrument were remaining in the patient. No patient complications were reported during this event.

Manufacturer narrative:
Product analysis results: microscopic examination of the fracture identified a brittle fracture with rays indicating the direction of fracture. Optical examination identified damage and location of fracture initiation at the inserter interface consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.